Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash all over his body. The rash was described as a dotted pattern extending all over the body, including the hands and feet. The patient saw his doctor, it was determined that the irritation was caused by an allergic reaction and was prescribed antibiotics. The patient reported that the irritation was improving after using the antibiotics.